Event description:
On (B)(4) 2014, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for carotid repair. Details of the event are provided below. It was reported that the cormatrix ecm for carotid repair was used for a carotid endarterectomy angioplasty on a female patient in 2011. Approximately one year ago, the patient presented with a draining wound at the original carotid incision site. The wound had been treated by a primary care physician but the site did not heal properly and continue to drain. Follow-up treatment included incision, drainage, and the placement of a wound vacuum. The surgeon thought that the issue was initially cause by infection since tissue in the area was very fibrous and drainage was purulent and serous in appearance. Following treatment, the site intermittently drained clear effluent but within the last few months, drainage became bloody. A CT scan was performed, ((B)(6) 2014) and a small pseudoaneurysm was diagnosed. During revision on (B)(6) 2014, a pseudoaneurysm was found at the suture line. The affected carotid artery section was removed and replaced with an interpositional vein graft. The ecm patch was described as fully remodeled with some moderate thickening but no stenosis. Following surgery the patient underwent a normal course of recovery with no incidents. The surgeon indicated that pre-existing patient conditions could have contributed to the initial infection and poor healing process which later resulted in the development of the pseudoaneurysm.

Manufacturer narrative:
The explanted tissue was submitted to cormatrix for evaluation and receiving on (B)(4) 2014. Tissue histology testing is currently in process. A supplemental report will be submitted when results become available.